Manufacturer narrative:
Continuation of d10: product ID dtpa2qq, serial# (B)(6), implanted: (B)(6) 2025, product ID 5076-45, serial# (B)(6), implanted: (B)(6) 2025, product ID 6935m55, serial# (B)(6), implanted: (B)(6) 2025, product ID 479888, serial# (B)(6), implanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an implant procedure, the catheter was kinked and the lead could not pass through. A new catheter was used, and upon implant attempt of the left bundle branch area pacing lead, it was noted that the lead did not turn at all when it was grounded in the myocardium. The physician determined the myocardium was too hard and suspected amyloidosis but this could not be confirmed with a biopsy. The lead was attempted but not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.